Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that during the case the patient suffered a pericardial effusion. The injury was discovered after the physician had done touch-ups to the left side of a flutter line. The injury was confirmed via transesophageal echocardiogram (tte) ultrasound. The patient had a tap done and 500 ccs of blood was drained from the patient. They waited 15 minutes until it stabilized, and the patient was then intubated and sent off to the intensive care unit. According to the last report provided, the patient is now stable. The physician believes that when they had done touch-ups to the left side of the atrial flutter line was when the injury occurred. Additional information was received indicating , the adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was procedure related. Patient¿s outcome from the adverse event was reported as improved. Patient required extended hospitalization for observation and recovery. Other relevant history - afib, diabetic. Smartablate g4c-2491 was used. Transseptal puncture was performed with a baylis versacross and abbott brk-1. Prior to noting the pericardial effusion, ablation had already been performed. No evidence of steam pop. The event occurred at end of case during rt sided touch up of flutter line. An irrigated catheter was used in the event, the flow setting was 8ml/min for 30 watts, 15ml/min >30 watts. Correct catheter settings were selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag. Visitag module was used, parameters for stability used was range 2.5, time 5 sec, 4 grams, 3mm. Additional filter used with the visitag was fti 100-300. Fti was used. Other relevant medical history included atrial fibrillation and patient is diabetic.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that during the case the patient suffered a pericardial effusion. The injury was discovered after the physician had done touch-ups to the left side of a flutter line. The injury was confirmed via transesophageal echocardiogram (tte) ultrasound. The patient had a tap done and 500 ccs of blood was drained from the patient. They waited 15 minutes until it stabilized, and the patient was then intubated and sent off to the intensive care unit. According to the last report provided, the patient is now stable. The physician believes that when they had done touch-ups to the left side of the atrial flutter line was when the injury occurred. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. During the product evaluation process, the lot # was identified to be 30949528l. As such, fields d4. Lot, d4. Expiration date and h4. Manufacture date have been populated accordingly. A manufacturing record evaluation was performed for the finished device batch number 30949528l, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician believes that when they had done touch-ups to the left side of the atrial flutter line when the injury occurred. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-apr-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).